Manufacturer narrative:
Correction performed on section h6 : medical device problem code as it was previously reported as signal artifact. Narrative provided by the field representative indicated the complaint on low impedance measurements. Additionally, section e2 and e3, health professional was updated from non-healthcare professional to healthcare professional; physician.

Event description:
New information received notes the patient was presented remotely via merlin.net. The patient's right atrial (ra) lead was noted to have low impedance measurements resulting in an auto polarity switch to the unipolar pacing vector. The patient was in stable condition.

Manufacturer narrative:
Correction performed on section h6 : medical device problem code to include signal artifact in addition to low pacing impedance.

Event description:
It was reported by the abbott technical services that the patient's lead had noise problems. No intervention performed and no patient consequences were reported.

Manufacturer narrative:
Further information was requested but not received.